Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative repaired the interconnect cable and the laser cover. The system was tested and operates as intended.

Event description:
The customer reported the c-arm hose came loose and exposed the wiring on the 7900 system. No pt injury was reported.